Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity, anemia, bloating, thrombosis, accident, blood cholesterol abnormal, uterine bleeding, c-section and hip surgery. Current weight 126 lbs. Concurrent conditions included cyst rupture, vaginal itching, vaginal candida and muscle pain. Concomitant products included fluconazole (diflucan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pruritus ("rashes or skin conditions type: itchy") and paraesthesia ("rashes or skin conditions type: tingling"). In (B)(6) 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy hypersensitivity"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depressive disorder"), fatigue ("fatigue,"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision problems"), arthralgia ("chronic hip pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with antibiotics, bupropion, ondansetron, propranolol (propanolol) and surgery (ablation on (B)(6) 2013 and salping. (Bilateral) and laparoscopic cornual wedge resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, hypersensitivity, allergy to metals, fatigue, hormone level abnormal, nausea, headache, visual impairment, weight increased, arthralgia, vaginal haemorrhage and dyspareunia outcome was unknown and the depression, migraine, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, pruritus, paraesthesia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, migraines, menorrhagia, pelvic pain, vaginal discharge, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and mr received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), uti, bacterial vaginosis, yeast infection, itchy and tingling skin, dyspareunia, vaginal discharge, device monitoring procedure not performed were added. Previously added psychological injury updated with depressive disorder. New reporters were added. Patient demographic was added. Date of insertion updated. Patient medical history and concomitant conditions were added. Treatment and concomitant drugs were added. Outcome was added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pelvic pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity, anemia, bloating, thrombosis, accident, blood cholesterol abnormal, uterine bleeding, c-section, hip surgery and paratubal cyst. Current weight 126 lbs. Concurrent conditions included cyst rupture, vaginal itching, vaginal candida and muscle pain. Concomitant products included fluconazole (diflucan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pruritus ("rashes or skin conditions type: itchy") and paraesthesia ("rashes or skin conditions type: tingling"). In (B)(6) 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy hypersensitivity"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depressive disorder"), fatigue ("fatigue,"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision problems"), arthralgia ("chronic hip pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with antibiotics, bupropion, ondansetron, propranolol (propanolol) and surgery (ablation on (B)(6) 2013 and salping. (Bilateral) and laparoscopic cornual wedge resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, dysmenorrhoea, abdominal pain, hypersensitivity, allergy to metals, fatigue, hormone level abnormal, nausea, headache, visual impairment, weight increased, arthralgia, vaginal haemorrhage and dyspareunia outcome was unknown and the depression, migraine, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, pruritus, paraesthesia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, nausea, paraesthesia, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, migraines, menorrhagia, pelvic pain, vaginal discharge, bacterial vaginosis. Lot number: 50713469 ,manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter information , other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity, anemia, bloating, thrombosis, accident, blood cholesterol abnormal, uterine bleeding, c-section and hip surgery. Current weight 126 lbs. Concurrent conditions included cyst rupture, vaginal itching, vaginal candida and muscle pain. Concomitant products included fluconazole (diflucan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pruritus ("rashes or skin conditions type: itchy") and paraesthesia ("rashes or skin conditions type: tingling"). In (B)(6) 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy hypersensitivity"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depressive disorder"), fatigue ("fatigue,"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision problems"), arthralgia ("chronic hip pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with antibiotics, bupropion, ondansetron, propranolol (propanolol) and surgery (ablation on (B)(6) 2013 and salping. (Bilateral) and laparoscopic cornual wedge resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, hypersensitivity, allergy to metals, fatigue, hormone level abnormal, nausea, headache, visual impairment, weight increased, arthralgia, vaginal haemorrhage and dyspareunia outcome was unknown and the depression, migraine, urinary tract infection, bacterial vaginosis, vulvovaginal mycotic infection, pruritus, paraesthesia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, migraines, menorrhagia, pelvic pain, vaginal discharge, bacterial vaginosis. Lot number: 50713469 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right side pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy hypersensitivity"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue,"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision problems") and arthralgia ("chronic hip pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, hypersensitivity, allergy to metals, psychological trauma, fatigue, hormone level abnormal, nausea, migraine, headache, visual impairment, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case is upgraded to incident. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events ; pelvic/abdominal, gen. Abnormal. Bleed, allergy hypersensitivity, nickel, psych injury,fatigue, hormonal changes, nausea, migraine, headaches, vision probs, weight gain, chronic hip/pelvic pain on right side were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.